Manufacturer narrative:
One device was received for evaluation. Visual inspection found a ripped downstream occlusion (dso) seal and a buckled upstream occlusion (uso) seal. Functional testing was also performed. The dso and uso seals were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a torn and bubbled downstream occlusion seal. There was no patient involvement, no patient injury was reported.